Manufacturer narrative:
Result: scorpion kit.

Event description:
It was reported by service report that the brakes allegedly are not holding. No patient involvement or adverse consequences are reported.